Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was using a tapered reamer during an open reduction internal fixation (orif) procedure of the hip on (B)(6) 2015. The part was being used to ream for helical blade insertion. The surgeon stated that the drill was dull, became very hot, and began to smoke. The surgeon continued to use the same device to complete the procedure with no surgical delay or medical intervention required. The patient's post-operative status was reported as stable. The drill bit that was used was brand new. This is the second time the surgeon experienced the same type of issue with the device. The other instance has been captured in and reported under (B)(4). This is report 1 of 1 for (B)(4).